Event description:
A crack was noted in the stopcock of the introducer with a risk of flushing air into the left atrium. There were no consequences to the patient.

Manufacturer narrative:
One 8f braided swartz introducer was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection of the returned introducer revealed a crack in the distal port of the stopcock which resulted in the stopcock leaking. It could not be determined when or how the crack occurred.